Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment no bleeding was present. In the recovery room, the access site began to bleed and was treated with a non-abbott device to achieve hemostasis. Approximately three hours later, the patient developed sweating with a decrease in blood pressure without chest pain. The symptoms were monitored and resolved without treatment. The next morning the patient ambulated and the access site began to re-bleed. A non-abbott hemostatic bandage was applied to the access site to control bleeding. Bruising of the groin and a bruit of the vessel were noted. Emergent surgery revealed a pseudoaneurysm with active bleeding. The pseudoaneurysm was surgically repaired. Hospitalization was extended for two days. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, a user facility medwatch report was received that states "physician attempted a starclose at the end of his catheterization procedure. After this failed to close the artery, a different artery closure was placed. The following morning, the patient started bleeding after he got up to the bathroom. He developed a pseudoaneurysm with an active bleed. He later went on to have an emergent femoral artery pseudoaneurysm repair. The rep was on site and felt it was the physician's technique and/or possible patient's contraindications against using the product. What was the original intended procedure? Starclose to obtain hemostasis." No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.